Event description:
The time of event is unknown. There was no report of patient harm. Lcb distal cover glass missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the lcb distal cover missing. Based on the result, we concluded that it was caused due to the physical damage applied on lcb distal cover glass. In addition, we confirmed that the bending rubber perforated, the insertion flexible tube (ift) crushed, and the deflector link loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.